Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2025, the physician reported that the procedure was normal without any complications. The physician scoped the patient and everything looked good. The patient after the procedure reported that she was complaining of lower abdominal pain on the right side. Physician administered medication but the pain from the patient did not resolved and was reported as 10 out 10. Patient received an ultrasound and no injuries were observed. The patient´s pain decreased significantly over a period of eight hours and by the morning it was resolved. Patient spent the night at the hospital for pain management and a CT scan and blood work were performed and found to be normal. The physician stated that the patient had no indication of an adverse outcome just fell into the small category of people who have extreme pain post procedure. No other information available.